Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check up that the cardiosave intra-aortic balloon pump (iabp) unit had an automatic inflation malfunction occurred. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : b5 , e1 ( event site name) a getinge field service engineer (fse) evaluated the unit. The fse confirmed that the iabp valve assembly and compressor were faulty and required replacement. The customer has not agreed to repair the machine.

Event description:
It was reported during a routine check up that the cs100 intra-aortic balloon pump (iabp) unit had an automatic inflation malfunction occurred. There was no patient involvement reported.